Manufacturer narrative:
Upon evaluation of the returned product, the reported condition was confirmed to be related to a cement leakage failure. Visual inspection disclosed the cement leakage occurred at the connection area between the luer housing and luer spindle from the extension tube assembly.

Event description:
It was reported that during a procedure there was a leak between the connection of the tubing and the biopsy needle. There was a 30 minute delay to obtain another unit. As per the customer no medical intervention was needed and the surgery was completed successfully.

Event description:
It was reported that during a procedure there was a leak between the connection of the tubing and the biopsy needle. There was a 30 minute delay to obtain another unit. As per the customer no medical intervention was needed and the surgery was completed successfully.